Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 30/2.5 mm balloon ruptured at 10 atms on the second inflation. The first inflation was to 8 atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail 30/2.5 mm balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.